Event description:
Have developed a recurring eye infection. My symptoms are eye pain, red eyes, burning, sensitivity to light, sensation of something in the eye, and excessive tearing. I use amo's complete moisture plus multi-purpose contact lens solution. Dates of use: 2002 - 2007. Diagnosis or reason for use: eye infection that won't go away. Event reappeared after reintroduction: yes.